Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer. The problem was resolved when the caller plugged the charging cable into a wall adapter, which made the pump begin charging again. Consequently, no further assistance was needed, but a new wall adapter and usb cable were sent by technical support.